Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 5076-45 implantable pacing lead: (B)(6) 2012. 6937a-58 implantable tachy lead: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead tested high defibrillation thresholds (dfts) at implant and during the next days testing. Due to high dft's the physician decided to implant a superior vena cava lead which resulted in good dft testing. The rvlead remains in use. No patient complications have been reported as a result of this event.